Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction may result in a missing bolus record in the pump history which may impact treatment decisions.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2017 with the following findings: a review of the pump¿s black box showed several consecutive cs054/cs052/cs012 call service alarms recorded right after a cs 128 replace battery alarm. No pump reboots were observed in-between the alarms. The battery compartment during testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The ez-prime sequence was performed successfully; the pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment.